Event description:
Report received of an unrequested bolus dose of an unspecified pain medication while the device was in use. It was reported that the event occurred in 2003 at 05:48pm. Multiple unsuccessful attempts have been made to obtain additional info.